Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm. Problem isolated to electronic assembly. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm is found in the formatted history file and isolated to the electronic assembly. Device received with scratched case. Device received with pillowing keypad overlay. Device failed to completely upload detailed trace using thump. Unable to upload or download isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the fill cannula was not recorded in the daily history. The insulin pump received insulin pump error alarm, they were able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.